Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 40 mg/dl; cause was unknown. Customer consumed glucose tablets or carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.